Event description:
During the atrial fibrillation procedure, the needle perforated the dilator during transseptal puncture. There was a difficult femoral puncture as the patient anatomy was difficult. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.one 13f agilis sheath and dilator were received for investigation. The distal end of the dilator had been bent circumferentially. The dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. No damage was noted on the returned sheath. The damaged dilator tip was not able to be replicated with dilators from current inventory. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator bend and perforation remains unknown.